Manufacturer narrative:
An event regarding joint instability involving a kinemax insert was reported. The event was confirmed through medical records. -method & results: not performed as no product was returned for evaluation. -medical records received and evaluation: there is minimal clinical information although the indication for revision was provided as instability with clinical symptoms of ¿catching¿ of the knee which is consistent with instability of the knee as also confirmed by the facts of revision surgery with exchange of the tibial bearing for a thicker one going from an 8-mm to a 12-mm duration bearing for the involved kinemax plus knee. The bearing showed significant poly wear with a loose pe fragment in the knee. A loose fragment had separated from the bearing and quite likely was responsible for the catching symptoms of the patient. It was removed during revision together with the bearing renewal. We should also note that this duration polyethylene is a first generation poly subject to oxidation, ageing and normal service life wear; 16-years service life is certainly not bad. So, normal ¿wear and tear¿ may certainly also have played a role in the gradual development of instability with consequent progressively accelerating wear. Whatever the cause of the instability problem, this may remain an educated guess due to lack of clinical information, but root cause is related to surgical technique and choice of optimal component size during primary arthroplasty and as such is in principal procedure-related while sometimes magnified by patient-related factors associated with the prior degenerative joint disease of the knee or other patient characteristics related to weight and activity level over the years. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: review of the medical records provided indicated that instability is caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty, weight and/or high activity level) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy plus normal service life wear after long term implantation. Normal service life ¿wear and tear¿ is certainly a relevant contributing factor to initiate clinical instability after 16-years of implantation. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Polyethyene wear of tibial bearing. Left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Polyethylene wear of tibial bearing. Left knee.